Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer visited onsite and confirmed geometry movements were unavailable. After reviewing log file fse found geometry pc had a persistent error. Upon troubleshooting fse found checked and reseated the geometry pc connections at the geo pc site, spc, and scc. To resolve the issue fse reseated the pci boards and connections and reseated the left arc spc boards. Fse replaced the bios battery and redid the board software for the geo ipc. Fse calibrated the bodyguard. After repairs were completed, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.